Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that cement spilled into the spinal canal of a patient during a vertebral body stenting (vbs) and instrumentation procedure of an lwk-1 fracture on (B)(6) 2016. Due to the intra-operative issue, the procedure was prolonged by approximately ten (10) minutes, but was ultimately completed successfully. It was further noted that a revision procedure will not be required for this patient. Concomitant device(s) reported: vertebral body stent, small (part: 09.804.600s / lot: unknown / quantity: 2) and vertebral body stent inflation system (part: 03.804.413s / lot: unknown / quantity: 2). This report is 2 of 3 for (B)(4).